Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2019 with the following findings: during investigation, the display was found to be blank with audible and vibrations. The display was blank due to a failed display flex. A test display and test display works. Due to blank display unable to investigate complaint for display dim/fading/color spectrum. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.